Event description:
Pt had a turp 4/20/94 and a 22 gauge three-way catheter was inserted. On 4/21/94, the pt described "an explosion inside him." The balloon had ruptured. Dr replaced the catheter. No adverse effects were noted with the pt.